Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on february 15, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). The patient was reimplanted with another cochlear device on (B)(6) 2023.